Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic was torn off and missing. There was evidence of reddish residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted in aq2003v silicone three piece lens and the lens tore. There was patient contact but no injury. The lens was replaced with another lens.